Manufacturer narrative:
Device evaluation of belt sn (B)(4) was completed at the distributor. The reported problem (gong alerts / code 204) was investigated. Upon evaluation, contamination was found on the j702 connector on the distribution node pca. The root cause of the contamination is liquid ingress of an unknown contaminant. The contamination could not be ruled out as a potential contributing cause of the gong alerts and code 204. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's device was producing constant gong alarms and service code 204.